Event description:
A caller reported that the pump's quick bolus/wake button was difficult to press and often required multiple presses to activate the screen. There was no adverse impact on the customer's blood glucose level. Technical support instructed the caller on techniques to press the button effectively, but since the issue persisted, a replacement pump was arranged. The caller was advised on using the current pump as a backup, understood the instructions on returning the faulty pump, and confirmed the shipping details.